Event description:
During initial self test and prior to patient support, it was observed by perfusion that there was no air pressure coming from the left and right console outputs. The symptom was intermittent but reproducable. The problem was isolated to the inverter which then replaced. There was no patient involvement.